Event description:
It was reported to boston scientific corporation that 5 minutes into a hydrothermal ablation procedure, using a hydrothermal procedure set, an alarm went off when the physician noticed saline coming out of the cervix." The amount of saline loss was considered to be minimal. According to the complainant, the physician used a 4-prong tenaculum and continued the case for 2 more minutes; however, the physician noted that the scope adapter area of the patient sheath was leaking; the procedure was aborted. It was further reported that a defect in the patient sheath could not be identified by the user. The seal between the adapter and sheath was confirmed to be tight and was not considered to be the source of the leak. Reportedly, the patient received a first degree burn to the posterior and slightly lateral vaginal walls , which were treated with silvadine cream. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned procedure set revealed no anomalies in the sheath, the reservoir, the tubing, the cassette, or the heater canister. A function evaluation of the returned unit concluded that the cassette could be properly installed and that the filling cycle could be completed without issue, however, during the fluid heating cycle, a leak in the sheath tubing was observed. The cause of the sheath tubing leak is undetermined.